Event description:
It was reported that the user experienced difficulty performing multiple infusion set changes, specifically at the tubing fill step while attempting fills of 50 and 80 units without observing drops, which led to prolonged hyperglycemia followed by multiple correction boluses and subsequent hypoglycemia; the issue involved user procedure during tubing priming and the tube component. Symptoms included hypoglycemia. Outcomes included the need for oral glucose tablets to treat the low glucose, after which glucose levels stabilized. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem during the supply change process, and an improper or incorrect method related to the tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.